Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that errors c-00 and c-33 occurred against the erbe generator. Multiple restarts did not resolve the issue. The intuitive surgical inc. (Isi) technical support engineer advised the customer to prepare an external generator for the procedure. The ports were not in place when the issue occurred.